Manufacturer narrative:
Analysis found failure due to import. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was receiving an error message, "transfer incomplete" on the system when trying to transfer images from dicom qr. User was able to echo with pacs. He checked network connections and confirmed that the bulkhead was no damaged. He tried a new network cable with no resolution. There was no patient present.